Event description:
The 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The cse replaced parts as a precautionary action. There was no patient harm or injury reported.